Event description:
It was reported that the pump date was incorrect and the battery was not holding charge. There was no reported impact to the customer's blood glucose level. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.